Event description:
Opened a "sterile" port a cath access tray and placed items on a sterile field using sterile technique. Upon inspection, package was noted to have a hole in the middle of the sterile field next to the tray. Replaced the tray and entire contents.